Event description:
It was reported that the device was used during a hemicolectomy procedure. Before firing the device, the surgeon noticed that the staples were protruding from the device. Another device was used to complete the case. There was no patient consequence.